Event description:
It was reported that an end of service (eos)/end of life (eol) message was seen. It was noted, the device only lasted 2 years and should have lasted longer. The patient was undergoing replacement surgery. Additional information received reported that replacement surgery was performed on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3389-40 lot# j0437000v, implanted: 2004 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s settings were not terribly high but it was possible that the patient¿s batteries depleted and needed to be replaced due to high settings.